Event description:
It was reported in published literature that nine days after undergoing a laparoscopic splenectomy, the pt presented with an acute abdomen, having developed portal vein thrombosis. The pt was explored and was found to have a segment of infarcted jejunum that was resected. After postoperative anti-coagulant therapy, the pt made an uneventful recovery.

Manufacturer narrative:
(B)(4). The incident sample was not returned for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.